Event description:
It was reported on 05/11/2026 that dr. (B)(6) called in and requested a remake because the silent nite device had a lower tray anchor fracture. Additional information received reported that when the 71 year old female patient woke up on (B)(6) 2026, she noticed that the device was broken. It is unknown when the patient stopped using the device, but there was no patient injury or adverse outcome and no medical intervention was required.

Manufacturer narrative:
The reported device has not yet been received for investigation. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).